Manufacturer narrative:
There was a reported delay to the procedure of less than 10 minutes due to this issue. The gantry cover was returned to the manufacturer for analysis. Investigation confirmed reported complaint, "door making noise when closes. Broken." Failed visual inspection. Physical damage. One corner edge of the cover are cracked / broken. The hardware investigation found that the reported event was related to a physical damage hardware failure mode; pieces were broken.

Manufacturer narrative:
Patient information was unavailable. During the onsite inspection, the medtronic representative reported that the lower cover had a broken section near the lip causing interference when closing. The medtronic representative replaced the bottom cover and tested the system's functionality. All tests passed and the system was returned to service. The replaced part was not sent back to the manufacturer for further analysis.

Event description:
A medtronic representative reported that the imaging system door was making a popping noise when it closed. Additionally, the system would not close all of the way without assistance. There was no patient impact reported and surgery proceeded as planned.